Event description:
Post angiogram performed of the zenith device placement noted a distal type I endoleak on the ipsilateral side. The landing zone of the leg graft was unable to achieve a sufficient seal in the tortuous vessel. A second iliac leg graft was deployed, extending the length of the graft further into the vessel, in an effort to secure a seal. The leg graft was noted to land at a bend in the vessel, inhibiting a seal of the aneurysm. A decision was made to embolize the right internal iliac artery. The deployment of the third leg graft on the ipsilateral side showed a resolve of the endoleak. Procedure was concluded viewing a successful aaa repair and an embolized right internal iliac artery.